Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was transplanted on (B)(6) 2015. The patient was upgraded to 1a status on the transplant list due to persistent driveline and pump pocket infection issues that precipitated a pump exchange in may of 2015 due to suspected pump thrombosis. The customer reported that the patient¿s first onset of a driveline infection occurred on (B)(6) 2013 (gram neg blood cxr) and lasted until the patient was transplanted. It was mentioned that the percutaneous lead and hemolysis issues were resolved with the pump exchange, however, the patient remained on aggressive antibiotic treatment along with woundvac therapy up until transplant.

Manufacturer narrative:
Approximate age of device ¿ (B)(4) - 2 years and 4 months. (B)(4) - 73 days. Device evaluation - (B)(4). The patient had a pump exchange in (B)(6) 2015 due to suspected pump thrombosis (reference MFR # 2916596-2015-01088). Evaluation revealed a small, white deposition in the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A cause for the formation of this deposition could not conclusively be determined through the evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the devices, (B)(4) and (B)(4), and the reported infection could not be conclusively determined. It was reported that the patient had the first signs of infection, gram negative blood cxr, on (B)(6) 2013 while on (B)(4). The patient underwent pump exchange from (B)(4) to (B)(4) on (B)(6) 2015 due to infection, hemolysis, and suspected pump thrombus. Hemolysis and the suspect pump thrombus symptoms resolved. The infection continued on (B)(4). The patient remained on an aggressive antibiotic treatment with wound vac therapy up until transplant on (B)(6) 2015. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.